Manufacturer narrative:
H3: product analysis: equipment used: vis (m-78210), 203 cm ruler (m-83361). As-found condition: the solitaire x device and phenom-21 catheter were received for analysis packaged in a shipping box and contained within two clear plastic ziplock bags. Visual inspection / damage details: the solitaire x device and phenom-21 catheter were returned together, with the stent device lodged within the catheter. The solitaire x introducer sheath was not returned. Damage to the solitaire x shrink tube was observed ~3 cm to ~6 cm from the distal end of the pusher. The marker coil exhibited evidence of stretching damage. Additional shrink tube damage was noted ~0.5 cm from the proximal marker. The proximal marker and glue domes were found to be in good condition. The stent teardrop strut, non-working struts, working-length struts, and finger markers were all found to be in good condition. No damage, flashes, or voids were observed on the phenom-21 catheter hub; however, the solitaire x device was found lodged within the catheter body with the pusher extending 4 cm from the hub end. The catheter body exhibited accordion-type damage at ~6.5 cm to ~8 cm, ~19 cm to ~22 cm, ~25 cm to ~27.5 cm, and ~135.5 cm to ~140.2 cm from the hub end. The catheter body was separated ~27.8 cm from the distal tip a nd 140 cm from the hub end. The separated ends displayed plastic deformation with jagged edges and a separated inner wire, indicating the catheter likely separated due to tensile overload. The catheter body exhibited accordioned-type damage ~5 cm to ~27.8 cm and f lattened ~8.5 cm from the distal tip of the separated segment. The catheter distal marker band and distal tip were found to be in good condition. Internal testing: the phenom-21 catheter proximal segment total length was measured to be 140 cm and the usable length was measured to be ~133.7 cm. The phenom-21 catheter distal segment total length was measured to be ~27.8 cm. The total combined total length was found to be ~167.8 cm and usable length ~161.5 cm. When compared to the product drawing, it doesn¿t appear to be missing any segments. Conclusion: based on the device analysis and the information provided, the reported issue of ¿catheter separation/break¿ was confirmed as the returned phenom-21 catheter was found separated. Possible causes of ¿catheter separation/break¿ include advancing/retrieving the catheter against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, or applying excessive force, thus exceeding the tensile strength of the tubing material. From the damage seen with the solitaire x device and phenom 21 catheter it appears that force was used. However, the cause of the catheter separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire x fractured. The patient was undergoing surgery for a thrombectomy procedure. The access vessel was the m2 parent vessel. It was noted the patient's vessel tortuosity was asked but unknown. No images are available for review. "It was reported that the solitaire x fractured when it was pulled back from the m2." The product was not used in an infected patient. Stent transection was reported. The physician did not apply torque to the delivery pusher. There were 2 passes performed with the same stent. No resistance or difficulties were reported during the procedure. The stent was removed from the patient. No additional surgical or medical procedures were preformed. The physician did not attempt to dislodge the stent. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. Additional information was received. "Today, the defective product was collected and inspected, and it was confirmed that the fracture occurred in the phenom21, not the solitairex." Additional information was confirmed stating that the phenom fracture occurred when being pulled on the second pass. It was clarified that for the solitaire, it was noted that there did not appear to be any issues. Additional information was received. "The fractured part was not solitaire x, but phenom21, near the tip of the microcatheter." The cause of the event is unknown. Additional information was received reporting that, "based on inspection of the retrieved product, there does not appear to be any issue." Additional information was received reporting that, "the procedure was completed as is." It was clarified and confirmed that, "no malfunction was observed in stent."